Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012571427); product type: 0195-heart valves; non-implantable device. Product ID: l-evolutfx-2329 (lot: 0012548066); product type: 0195-heart valves; non-implantable device. Product ID: evfxplus-29 ((B)(6)); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with heavily calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. The valve was deployed over a non-medtronic guidewire; however, an infold in the valve frame was observed. The valve was recaptured into the delivery catheter system (dcs) and redeployed, but the infold remained present. The valve and dcs were withdrawn from the patient. A second pre-implant bav was performed using a 22mm non-medtronic balloon. A new valve was loaded into a new dcs and successfully implanted in the patient. The patient was stable throughout the procedure; however, slight confusion was noted at the end. Per the physician, a stroke was noted and was likely due to prolonged pacing.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician confirmed at the end of the procedure that the symptoms were not consistent with a stroke and that a stroke did not occur.

Manufacturer narrative:
Additional information was initially withheld for clarification due to contradicting information reported from the previous report. Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which contradicted the previously reported information stating that a stroke did not occur.